Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male pt the device displayed "defib fault 72," "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.